Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain, neurological symptoms.

Event description:
Patient reported left side "extreme fire pain, collapsed, leaking, pressing on a nerve." Device remains implanted.

Event description:
Device was explanted.

Event description:
.Patient reported left side "extreme fire pain, collapsed, leaking, pressing on a nerve." Device was explanted..

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed. Pain: unable to observe since it is not related to the device. Neurological symptoms: unable to observe since it is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.